Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Movement of the black power lead at the connector end resulted in power cable disconnect and low battery alarms as well as interruption in pump support while tethered to the power module. Further evaluation of the system controller revealed a damaged/ severed battery fuel gauge wire in the black power lead. This situation is being addressed through the manufacturer's corrective/preventative action system, and an urgent medical device correction notice (29165962/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing it's file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called and stated that she exchanged her system controller because a red heart alarm had occurred.